Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The lead was found to be dislodged during a follow-up appointment. The physician attributed the issue to twiddler syndrome. The patient was hospitalized for monitoring. The lead was explanted and replaced.